Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to a1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. The cause of the complaint could not be confirmed; the issue was resolved while the customer was on the phone reporting the complaint. Olympus will continue to monitor field performance for this device.

Event description:
A biomedical technician reported to olympus, the superpulse laser had wireless foot switch pairing issues. The unspecified procedure was completed without delay using the subject device. There was no report of patient harm associated with this event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Related MDR report: 3003790304 2023 00439